Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, during procedure, the metal cap was seen to be fractured. It was noted that the metal cap did not detach. The case was quickly stopped, and a second fiber was used to complete the case. There were no patient complications.